Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient experienced inappropriate therapy caused by the right ventricular (rv) lead. It was noted that the rv lead had undefined impedance measurements and a high v -v counter. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: dtbc2d4 ICD; 479688 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) for a possible fracture. It was noted that the rv lead had a rise in sensing integrity counter (sic) and a jump in impedance measurements. It was also noted that the rv lead had non-sustained ventricular tachycardia episodes with oversensing and noise. The lead was programmed off and lead replacement was recommended. No patient complications have been reported as a result of this event.